Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When they opened the packet found that stent was kinked.

Manufacturer narrative:
Device evaluation: 1 x zso-7-7 device of lot number c1804378 involved in this complaint was returned to cirl opened in its original packaging for evaluation. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: lab evaluation date: 03 may 2022. Visual inspection: kinks observed on the 2nd, 3rd and 5th portholes on the tapered end of the pigtail curls. Slight kink observed on 5th porthole on the non tapered end of the pigtail curl. Functional inspection: 0.035 inch wire guide does not pass through the kinks. Document review: prior to distribution zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c1848295 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1804378. It should be noted that the instructions for use (ifu0045) states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. ¿notes: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a root cause review: a definitive root cause for the customer complaint could not be determined. A possible cause of this complaint may be attributed to transport/storage conditions. Another possible root cause of this complaint may be that the damage was incurred by the user upon opening the package. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 20-jun-2022.

Event description:
This supplement report is being submitted to capture the lab evaluation conducted on the 03-may-2022. Lab evaluation date: 03 may 2022. Visual inspection: kinks observed on the 2nd, 3rd and 5th portholes on the tapered end of the pigtail curls. Slight kink observed on 5th porthole on the non tapered end of the pigtail curl. Functional inspection: 0.035 inch wire guide does not pass through the kinks.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.